Event description:
The user's hearing performance with the device is affected. Reimplantation surgery has already been scheduled for the (B)(6) 2022. The user will be reimplanted with a device from another manufacturer.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which have been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to facial nerve stimulation (fns) and vertigo, which are known post-operative side effects of ci implantation. Reportedly the fns could not be solved by re-fitting. This is a final report.

Event description:
The user experienced facial pain after the first fitting. Two months later neck pain and vertigo were reported when stimulation levels were increased (on all channels). In addition, the user also experienced facial nerve stimulation and eye nystagmus when stimulated with high frequencies. Different fitting strategies were tried but the symptoms did not resolve. Hearing benefit from the device was stable and the symptoms were only present with stimulation. Reimplantation surgery was performed on (B)(6) 2022. The user reportedly has no symptoms with the new device from another manufacturer.